Event description:
It was reported that patient presented due to notifer for non-sustained lead noise. The device was reprogrammed and that resolved the issue. The patient is in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.